Manufacturer narrative:
Corrected data: see common device name manufacturer narrative: the reason for this revision surgery was reported as pain. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows item: 520-01-006 used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. Given the limited information, an extensive search for an invoice of the previous surgery produced no results. This complaint will be closed with the concomitant items and or lot number(s) unknown. The root cause of this complaint was a revision surgery to convert to reverse shoulder prosthesis. Should addition information become available this complaint shall be re-opened and a further evaluation well be conducted. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient having pain. Surgeon did a conversion from turon to reverse shoulder prothesis (rsp).